Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the middle of a hysteroscopy myomectomy procedure, the shaver handpiece stopped working while being applied to the uterine wall. The handpiece was unplugged and replugged, after which it resumed functioning, but a humming noise was heard. The blade discharged metal shards into the cavity, and reminiscence of glitter particles (metal fragments) remained after resection. The metal fragments were not removed or retrieved after the case. The surgeon stated that it was okay to leave them inside cavity. No x-ray was performed to locate or confirm all pieces of the component. The foreign tissue was completely resected.